Event description:
It was reported that stent damage occurred. The >90% stenosed target lesion was located in the moderately tortuous and moderately calcified diagonal branch. Pre-dilatation was performed with a 2.5 x 20 balloon catheter. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, resistance was felt during advancement and the device would not cross the lesion. The stent was removed in order to insert a guide extension catheter for extra support. At that time, the stent was noted to have struts raised off balloon. It was caused by aggressive pushing and not a product defect. The procedure was completed with another stent of same size. There were no patient complications reported.